Event description:
It was reported the patient's symptoms were not improving. The patient had lost the programmer and unable to tell if the device was on or off. It was also reported that the patient was exposed to a theft detector or security gate and unaware if the device was on at the time. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.